Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient last year had left hip pain. The patient stated that the right hip started hurting a good five months ago as well. The patient stated that on (B)(6) they could not walk to the bathroom or sit on their butt. The patient went to the ER and received a shot, which they stated they think is related to wearing high heel shoes. The patient stated that it could be related to the fact that they need to do everything by themselves and their activity level has increased. The patient reported that on (B)(6) they lifted their head up and could feel stimulation on the right side but stated that they could not if not in that position. The patient stated that they needed to turn the stimulation up since 2017 to feel it. The patient has no managing healthcare provider (hcp) and turned up their stimulation and was able to feel it. The patient stated that resolved the issue of not feeling stimulation. The patient called back and stated that they have "an affected side and an unaffected side". The affected side is her left side/hip, and the right-side hip/buttock is the unaffected side. Pt states both sides "cut off." Pt states she wasn't correlating it to the cutting off and was turning stim up to 2.00 but was not feeling anything. The patient stated that when they sleep, which is normally on the stomach, they wake up and need to create a wedge in the crease of their back with the spine sitting up to lift their arm to make it work. The patient stated that it was not working on one side while they were sleeping and had to turn up the unaffected side last night and woke up with their buttock really hurting. The patient mentioned they did not realize that it was cutting off until a mobile medic picked them up. No further complications were reported or anticipated. On 2018-05-25, (B)(4) (con, rep): additional information was received from the consumer via manufacture representative 2018-05-25. It was reported that the stimulation felt like it ¿cut off during the night.¿ she said she felt an increase of pain in her buttock when she got up in the morning. The patient also stated that the stimulation was not helping her left ankle pain, as it once had. There were no known external/patient factors that may have led or contributed to the issue. The patient was seen at her medical clinic on (B)(6) 2018. Impedances were all within normal limits. The patient was reprogrammed. Stimulation was felt in her buttock. Stimulation was felt in her left ankle but not at the ¿outside of her bone.¿ the patient seems to lose the paresthesia feeling when she lies on her stomach. It was explained that postural sensitivity had to be accounted for. As far as the ankle pain goes, she was programmed to the best of the rep¿s ability. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. Their machine was messing up. They saw a manufacture representative (rep) on (B)(6) 2018 so now they are looking for a surgeon. Patient services sent the patient a physician listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient last year had left hip pain. The patient stated that the right hip started hurting a good five months ago as well. The patient stated that on (B)(6) they could not walk to the bathroom or sit on their butt. The patient went to the ER and received a shot, which they stated they think is related to wearing high heel shoes. The patient stated that it could be related to the fact that they need to do everything by themselves and their activity level has increased. The patient reported that on (B)(6) they lifted their head up and could feel stimulation on the right side, but stated that they could not if not in that position. The patient stated that they needed to turn the stimulation up since 2017 to feel it. The patient has no managing healthcare provider (hcp) and turned up their stimulation and was able to feel it. The patient stated that resolved the issue of not feeling stimulation. The patient called back and stated that they have "an affected side and an unaffected side". The affected side is her left sid e/hip, and the right side hip/buttock is the unaffected side. Pt states both sides "cut off." Pt states she wasn't correlating it to the cutting off and was turning stim up to 2.00 but was not feeling anything. The patient stated that when they sleep, which is normally on the stomach, they wake up and need to create a wedge in the crease of their back with the spine sitting up to lift their arm to make it work. The patient stated that it was not working on one side while they were sleeping, and had to turn up the unaffected side last night and woke up with their buttock really hurting. The patient mentioned they did not realize that it was cutting off until a mobile medic picked them up. No further complications were reported or anticipated.